Manufacturer narrative:
The complaint device was returned for evaluation. From visual evaluation, obvious damage was noticed to the pins of the connector and likely occurred during customer attaching the cable to the console. Two of the pins inside the connector appeared to be bent. The probe shall exhibit continuity with an end-to-end resistance of less than 2 ohms. Resistance readings were taken and found to be less than 2 ohms. The pins of the connector were adjusted so a functional test could be performed. The test revealed that the probe functioned as intended. The button on the handle was able to increment and decrement the current without any issues. Based on the analysis, the damage to connector pins likely occurred due to customer misuse/mishandling and therefore impacted the overall device functionality.

Event description:
It was reported that during a procedure, the stimulation probe would not stimulate and that the finger control of the stimulus did not increase when pushed on. There was no reported patient impact.

Manufacturer narrative:
Expiration date october 22, 2015.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been returned. H6 codes: the device was not returned and therefore no evaluation could be performed. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.